Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered 8 shocks for atrial fibrillation (af) with rapid ventricular response (rvr) rhythm. The patient had undergone ablation therapy. All available information indicates that this device still remains in service. No adverse patient effects were reported.